Event description:
As reported by the user facility ((B)(6)): roller clamp not fully engaged - delivery inaccuracy the engineer informed us of the following: as I was servicing an infusomat space, I closed the roll clamp on the administration set to check the "upstream occlusion" alarm; the pump alarmed as anticipated. Following this test, I set up to a rate/volume test using a 50 ml burette, I set the rate to 999 ml/hr and the volume to 49 ml, I started the infusion and about a minute later I noticed that the meniscus in the burette is not where it should be - it hardly moved - meaning that the pump is not delivering with the set rate (999 ml/hr), also noted that the roll clamp is not fully open or closed, it is "half open" therefore allowing some fluid to get through and at the same time the line is "open enough" so it will not trigger an "upstream occlusion alarm". Reference MFR # 9610825-2013-00066.